Event description:
It was reported that during a procedure using a capio slim device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the thread disintegrated, causing the dart to break off, and they were unable to locate the dart. To verify whether the dart remained inside the patient, magnetic roller and x-rays were used and rubbish bags were searched, and it was confirmed that the dart was not inside the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0501 captures the reportable event of dart detachment.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a procedure using a capio device, the dart broke off and the surgical team was unable to locate it. To verify whether the dart remained inside the patient, magnetic roller and x-rays were used and rubbish bags were searched, and it was confirmed that the dart was not inside the patient. No patient complications were reported.